Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that over the last year the shock impedance measurement for the high voltage right ventricular (rv) lead had increased from 100 ohms to 160 ohms in triad configuration. The shock impedance measurement was 83 ohms ra to can, 168 ohms rv to ra and 183 ohms rv to can. Boston scientific technical services (ts) discussed possible causes including the potential for calcification build up. Ts noted to consider delivering a synchronized maximum energy shock or to perform defibrillation threshold (dft) testing to evaluate the delivered shock impedance. Ts further stated to consider replacement of the lead as the shock impedance was higher than 145 ohms. Subsequently a revision procedure was performed where the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.